Event description:
A malfunction alarm was reported, with a code displayed as "malf 0". There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any malfunction code recurs.